Manufacturer narrative:
The commander delivery system was returned after being used in the procedure. A kink on the proximal part of the balloon shaft was noted and attributed to return device packaging. Visual inspection observed a balloon tear approximately 3.75" from distal nose tip and approximately 1mm in length, scratches on flex shaft, no other visual abnormalities observed on balloon and delivery system. During functional testing, an attempt to inflate the balloon was made. Leakage was observed towards the proximal end of the working length of inflation balloon. As such, the complaint for balloon leakage was confirmed. Dimensional testing of the balloon double wall thickness was measured, as a thickness deviating from the specification could be indicative of an issue during manufacturing of the component. Due to the location of the tear (directly distal to the tapered portion of the balloon), the measurement was only taken distal to the tear. The balloon double wall thickness was found to be within specification. A review of complaint data for january, 2017 revealed that the complaint rate has not exceeded the control rate for the applicable complaint trend category (¿leakage¿). A device history review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history the relevant work order revealed zero (0) similar complaints related to ¿balloon ¿ leakage¿. Based on the review of the instruction for use and training manual, no deficiencies were identified. During manufacturing, the inflation balloon is both visually inspected and tested several times throughout the process: the balloons are 100% inspected for wall thickness and visual defects; ten (10) balloons are sampled for burst testing and additional visual inspection; the balloon assembly is 100% visually inspected prior to laser bonding for any contamination; the balloon is 100% visually inspected under 2.85x minimum magnification for defects twice¿both before and after the process; 100% distal to proximal visual inspection by both manufacturing and quality; the balloon is visually inspected for any defects; the commander delivery system is 100% leak tested; post-leak test, there is a visual inspection of the balloon catheter product verification testing is also performed on five (5) lot samples: the samples visually inspected for physical defects; the samples are de-aired; the balloon inflation pressure is tested; the balloon burst pressure after fatigue is tested ; all samples passed product verification testing these inspections support that it is unlikely that a pre-existing damage on the balloon was present before leaving the manufacturing facility. The complaint for ¿balloon ¿ leakage¿ was confirmed based on visual inspection and functional testing of the returned device. The complaint ¿balloon ¿ leakage¿ was confirmed. No manufacturing non-conformances were identified in the returned sample. Furthermore, a review of complaint history, lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As the delivery system was able to be de-aired during device preparation with no note of balloon leakage, it is likely that the damage to the balloon occurred during the procedure. Reviews of the case notes/attachments and returned imagery revealed that the patient had calcification in the native valve, annulus, aortic root, and sinotubular junction. It is possible that, during the advancement or inflation of the balloon, the structure of the balloon wall became damaged by this calcification, resulting in the small tear observed. The scratches observed on the flex shaft during visual inspection further supports that patient calcification impacted the delivery system. The small tear in the balloon would have resulted in leakage during inflation and the partially deployed valve as described in the report. As such, the root cause for this complaint can likely be attributed to patient factors (calcification). Since no product nonconformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
UDI ((B)(4). The device is to be returned for evaluation. Investigation is underway. An imaging review was completed by an edwards¿s physician and the findings are as follows: procedural cine: · good femoral arteries · moderate calcified 3 leaflets, no calcium spikes seen · good alignment of all 3 cusps · valve alignment seen in descending aorta. Valve position good, nice slow inflation. Balloon inflates asymmetrically. Valve does not fully expand. Valve now seen in descending aorta. Second balloon seen inflating within unexpanded valve in descending aorta, ds still in place. Appears CPR initiated. No final image of valve fully expanded impressions: no bav seen. Valve aligned well within aortic annulus with slow inflation. Balloon on delivery system inflates asymmetrically and only inflates distal portion of valve. Contrast appears while balloon inflates; unsure if contrast from pig tail catheter or leakage from delivery system/balloon. Valve is now seen in descending aorta and a second balloon is attempting to inflate the valve. The delivery system is still in place. Appears CPR initiated. No final image of valve fully expanded. Unable to determine cause of ds balloon partial inflation, however balloon does not appear to rupture.

Event description:
As reported by a field clinical specialist, during an implantation of a 29mm sapien 3 valve via transfemoral approach in the aortic position, the delivery system partially deployed the valve in the annulus. Further efforts to inflate the valve were unsuccessful. The push catheter and valve were pulled back into the descending aorta and the valve was deployed. Inflation volume was 32cc, all the pieces of the balloon were recovered, and the perceived root cause of the event is possible pinhole in the balloon during valve alignment or a sharp piece of calcium in the leaflets. In the interim, the patient¿s pressure was sporadic, CPR was performed, and the patient expired. Due to the high sts, the patient was not a conversion candidate, and there was not time for ECMO (bypass) to be set up. Deployment of the valve in the descending aorta was difficult because access was needed from the other side ¿ and crossing the existing partially deployed valve was very difficult.